Event description:
Caller reported aviva system 1 result of 288 mg/dl, aviva system 2 result of 140 mg/dl within 10 minutes.reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system 1, medwatch with identifier (B)(6) is for aviva system 2.